Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance from technical support, confirmed error message did not return after reset, and successfully started new sensor session.